Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting the intraocular lens (iol), the trailing haptic broke just before entering the patient's operative eye. Account indicated that the haptic was showing whilst advancing and when the surgeon advanced the last haptic out, it broke. Therefore, the iol was not implanted fully. The lens was removed and there were no complications reported. The patient has fully recovered and was reportedly doing fine. Through follow up we confirmed that the haptic was completely detached and no surgical inventions were required. The material was discarded afterwards. No further information was provided.